Manufacturer narrative:
B3- date of event unknown, no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a needlestick injury occurred to the rn while using the device according to the proper process. If the issue were to recur, it could result in user injury due to accidental needle exposure. There were no patient involvement and no reported patient harm.